Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads felt like sticking out of her body as though the wires were protruding out of her back near the pocket site. The patient was feeling shocks when rubbing the leads on anything.

Manufacturer narrative:
Additional information was received that the patient had skin breakage.

Event description:
A report was received that the patients leads felt like sticking out of her body as though the wires were protruding out of her back near the pocket site. The patient was feeling shocks when rubbing the leads on anything.